Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was reported to be the patient not donning a mask for the pd exchange. The culture result of streptococcus salivarious and oralis supports this conclusion. These organisms are part of the commensal bacteria of the oral cavity and colonize the mouth and upper respiratory tract. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During a follow-up call to the peritoneal dialysis registered nurse [(pd)rn] for a patient that reported their pd effluent was cloudy, it was reported the patient had recurrent peritonitis. Additional follow-up was conducted with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture resulted positive for two organisms: streptococcus salivarius and streptococcus oralis. The cause of the peritonitis was determined to be the patient not masking resulting in a breach of aseptic technique. The patient continued pd therapy during recovery. The patient was not hospitalized for this event. The patient recovered and was feeling better.

Event description:
During a follow-up call to the peritoneal dialysis registered nurse [(pd)rn] for a patient that reported their pd effluent was cloudy, it was reported the patient had recurrent peritonitis. Additional follow-up was conducted with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The culture resulted positive for two organisms: streptococcus salivarius and streptococcus oralis. The cause of the peritonitis was determined to be the patient not masking resulting in a breach of aseptic technique. The patient continued pd therapy during recovery. The patient was not hospitalized for this event. The patient recovered and was feeling better.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.